Event description:
The customer received questionable (B)(6) surface antigen ((B)(6)) results on their e602 analyzer for one patient. The patient's (B)(6) result was (B)(6). The (B)(6) confirmatory result was found to be reactive (<50%). The patient's result from an abbott analyzer was negative. The pcr result was negative. The patient had a positive (B)(6) and a negative (B)(6) result, but it is unknown what analyzer was used to obtain these results. It is unknown if the patient was adversely affected by this event. Additional information has been requested. (B)(6) reagent lot number was 167374 and the expiration date was not provided.

Manufacturer narrative:
No investigation was possible as there was not enough sample volume left. No root cause could be determined.